Manufacturer narrative:
Date sent to the FDA: 2/24/2021. Additional information was requested, and the following was obtained: please clarify how many sutures snapped during the procedure? Event day? - there are three days for sure I can remember suture snapping. The first was during a spay on (B)(6). The suture snapped 3 times during that procedure. The second time was during a spay on (B)(6). The third time we had a suture snap was on (B)(6). On the (B)(6) they both only snapped once. All three instances were monocryl 3-0. Note: (B)(4) captures spay procedure for (B)(6) old dog on (B)(6) 2020; with suture that snapped ¿3 times during that procedure¿ (intra-op breakages) and one post-op breakage (B)(4) captures spay procedure for (B)(6) old dog on (B)(6) 2021; with a suture that snapped (intra-op breakage) and post-op breakage. (B)(4) captures one intra-op breakage for a procedure on (B)(6) 2020 date sent to the FDA: 2/24/2021. Corrected narrative: it was reported that an animal underwent a spay procedure on (B)(6) 2020 and the suture was used. It was reported that the suture snapped during surgery. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances related to the reported complaint condition were identified. (B)(4). Summary: thirteen samples of product were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an intron and the pull force were above the minimum requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was obtained: intra-op suture breakage event "several snapping during surgery" but it is unknown how many sutures/procedures/pets/events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent an animal procedure on unknown date and the suture was used. It was reported that several have been snapping during surgery.